Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was isolated to the l602 inductor on the pca bedside board being knocked off and damaged. The root cause for the damaged l602 inductor was physical abuse. There was no adverse event that resulted from the damaged charger.